Event description:
The customer reported to philips healthcare that the heartstart xl experienced an error code 100003 (system monitor failure). There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.